Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The technical service representative (tsr) had the home patient (hp) turn off the hc and close all of the clamps. The tsr explained the alarm and the hp explained that they had disconnected after they started the initial drain without using the proper disconnect procedures. The tsr asked if the hp used a flexi disconnect cap and the hp said that they did not. The tsr asked about whether the hp had reconnected to the patient line and the hp stated that they did. The tsr explained to the hp that they need to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.